Event description:
As reported by the edwards field clinical specialist, post deployment of a 23mm sapien valve in a 60/40 ventricular position, central ai was noted on echo and angiogram. Native leaflet overhang was determined as the root cause. A second valve was positioned slightly more aortic (60/40 aortic) and deployed. No central leak was noted after deployment. The patient is in stable condition.

Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a known potential complication associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation, including malposition of the valve, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. Technical summary was created to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, it was reported that the cause of the central regurgitation was overhanging native leaflet. It appears that the first valve was positioned properly, however, the patient either had long native leaflets, and/or the position of the valve was a little too ventricular for this patient¿s anatomy. The central regurgitation was corrected with the placement of a second valve slightly more aortic to the first valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.